Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported the inability to charge. The patient was unable to get any coupling while recharging when they typically would get 6 or 8 bars in the past. The difficulty charging began after going through a metal detector/security at a courthouse. She thought that her stimulator was off when she went through. No codes or error messages on their recharger were seen since the coupling issue began. A recharger session was started during the call and they got 6 bars right away. They were at 0% and they were charging to 25%. The issue was resolved. Relevant medical history included non-malignant pain. No follow-up was required.